Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display, failed battery test, unexpected battery out limit alarm, unexpected restart error alarm and external ram crc error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery and display issues. The customer's blood glucose was unknown. Trouble shooting was performed and found device is experiencing reoccurring unexpected restarts and making the display go blank. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.